Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high; cause was due to altitude alarm. Customer did not take any action to address bg level. Reportedly a new cartridge was loaded, and insulin delivery was resumed.